Manufacturer narrative:
G5-510(k): report is for three (3) 3.5 low profile cortex screws. (B)(4) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ankle scope and removal of plate and screws on (B)(6) 2015 due to pain and decreased motion. The original implant date was (B)(6) 2014 (performed at a different facility). The plate and three (3) screws (two 2.7mm locking screws and one 2.7mm metaphyseal screw) were broken. (The surgeon thought that the patient was weight bearing too early.) The heads broke off of the three screws; the shaft of the metaphyseal screw was removed and the two locking screw shafts were left in the body. A total of 11 screws were removed including three (3) 3.5 low profile cortex screws, two (2) 3.5 locking screws, and five (5) 2.7 va locking screws. The surgery was successfully completed with no reported delay. The patient was healed; only received an ankle scope for pain. The patient is doing fine. This report is for three (3) 3.5 low profile cortex screws. This is report 4 of 5 for (B)(4).